Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and 33mm watchman® laa closure device & delivery system were used. The patient had a large proximal anterior lobe, so the closure device could not cover the laa. It was noted a right groin hematoma and thrombocytopenia occurred post procedure. The hematoma was treated by compression and was resolved. Eliquis was restarted 2.5mg twice a day.